Event description:
It was reported that difficulty removal occurred. The target lesion was located in the non-tortuous internal carotid artery. After placing the 10.0-24 carotid wallstent self-expanding stent, the stent delivery system was attempted to remove. However, the filterwire ez followed along, making the catheter removal difficult. Several cautious attempts were made, but the filterwire continued to move together with the catheter. Therefore, a guide catheter was passed through the stent, and the filterwire was pulled into the guide catheter and removed it together. Upon checking outside the body, it was observed that moving the stent delivery system while in a deployed state caused the filterwire to follow; however, when the catheter was returned to its pre-deployment state and moved, the filterwire did not follow. The procedure was completed using this product. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device evaluated by MFR: only the guidewire was returned to our post market quality assurance laboratory. No damages were observed in the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review performed for the filterwire ez device confirmed that the event of filterwire difficult to remove device is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to procedure. Device analysis was unable to confirm the reported event; therefore, it was concluded that filterwire unlikely caused the reported event.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the non-tortuous internal carotid artery. After placing the 10.0-24 carotid wallstent self-expanding stent, the stent delivery system was attempted to remove. However, the filterwire ez followed along, making the catheter removal difficult. Several cautious attempts were made, but the filterwire continued to move together with the catheter. Therefore, a guide catheter was passed through the stent, and the filterwire was pulled into the guide catheter and removed it together. Upon checking outside the body, it was observed that moving the stent delivery system while in a deployed state caused the filterwire to follow; however, when the catheter was returned to its pre-deployment state and moved, the filterwire did not follow. The procedure was completed using this product. There were no patient complications as a result of this event.